Manufacturer narrative:
Additional information has been provided in h6. Hypotension / cardiac arrest: the cause of the injury was not determined due to insufficient clinical details. Patient-device interaction / minor bleed: the cause of the issue was most likely related to reasonably foreseeable misuse, which was anticoagulation management-related, since act values were very high and protamine was administered to reduce act. Low or blocked pump flow: the cause of the issue was not determined without returned product investigation and sufficient clinical details, including data logs. Device in wrong position: the cause of the issue was not determined without returned product investigation and sufficient clinical details.

Event description:
An impella cp was inserted via the right femoral artery in a 52-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage d. During impella cp support, the device was unable to provide flows greater than performance level p-5 due to suction alarms. Transesophageal echocardiography (tee) demonstrated the impella positioned within the papillary muscle. Volume was administered as part of clinical management. While attempting to advance a guidewire into the left ventricle for escalation to impella 5.5 support, the patient became hypotensive and suffered cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed for approximately 16 minutes while peripheral cannulation for veno-arterial extracorporeal membrane oxygenation (va-ECMO) was achieved. The patient was supported with ECMO and impella cp, and return of spontaneous circulation (rosc) was obtained. An impella 5.5 was successfully placed, and the impella cp was explanted. Two perclose closure devices were already in place at the right femoral access site. The physician removed the impella cp over the wire and tightened the perclose sutures. The right groin site exhibited significant oozing after approximately 20 minutes of manual pressure, with an activated clotting time (act) greater than 750 seconds. Protamine was administered, and a femstop device was applied for compression until the act decreased and bleeding resolved. The patient was transported back to the cardiovascular intensive care unit (cvicu). Other contributing factors included cardiogenic shock and anticoagulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.